Event description:
It was reported that the patient presented to the hospital for a scheduled magnetic resonance imaging (MRI) scan. During the scan, it was noted that the implantable cardiac monitor (icm) exhibited noise. No intervention was performed. The patient experienced no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.